Event description:
It was reported that a spectrum infusion pump experienced sys error 322. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.